Manufacturer narrative:
(B)(4). Additional narrative: attempts to request the return of the device are being made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This device is class ii exempt from having a 510(k) number.

Manufacturer narrative:
(B)(4). The reported condition of "the green lines were not attached to the manifolds" could not be confirmed as the sample was not returned for evaluation. Therefore, no root cause could be determined. A batch review was conducted and concluded there were no deviations found.

Event description:
Baxter received a complaint from a facility involving an accusource tubing set (lot number r11k12075). According to the facility, the green lines were not attached to the manifolds. There was no patient impact. There was no patient involvement. No medical intervention. No further information was available. No additional information was available at this time.